Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) oversensing, the impedance trend on the rv pacing lead was decreasing, a r-wave amplitude measurement issue, oversensing associated with the rv lead and the criteria for the rv lead integrity alert were met. It was noted there were six non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016, the rv pace impedance dropped from 589 to 304 between (B)(6) 2016, the r-wave amplitude dropped from 10.25mv to 1.375mv between (B)(6) 2016, there was t-wave oversensing (twos) identified in several stored egm episodes and the lead failure predictor triggered on (B)(6) 2016 for ventricular sics and nsvts.

Event description:
It was reported that a few weeks following the implant of the right ventricular (rv) lead, the patient presented to the clinic due to a lead integrity alert (lia). A device interrogation indicated t-wave oversensing (twos), a drop in r wave and rv lead impedance with an increase in rv threshold. It was noted there was not an obvious difference in lead position under x-ray and micro displacement suspected. The device was reprogrammed rv tip-coil sensing and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.